Event description:
The customer reported that there was a problem with the power pca. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.